Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter (aus) cuff removed due to recurring incontinence. A new aus 4.5cm cuff and 5.0cm cuff were implanted. No patient complications were reported in relation with this event.

Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter (aus) cuff removed due to recurring incontinence. A new aus 4.5cm cuff and 5.0cm cuff were implanted. No patient complications were reported in relation with this event.

Manufacturer narrative:
Additional information: b5 - analysis results, h6 - evaluation results and conclusion code.

Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter (aus) cuff removed due to recurring incontinence. A new aus 4.5cm cuff and 5.0cm cuff were implanted. No patient complications were reported in relation with this event. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.